Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and rupture. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On an unknown date (patient lost to follow-up), the patient reportedly underwent a re-intervention(s) to treat a type ii endoleak. It was also reported the patient later refused treatment of a suspected type I endoleak. On (B)(6) 2018, presented to the hospital with a ruptured aortic aneurysm. It was reported the rupture was treated with an open procedure surgical repair placing a "tube graft¿ between the renal arteries and excluder limbs. It was reported the patient tolerated the procedure.

Manufacturer narrative:
B3: corrected date of event.